Event description:
A pump declared a malfunction alarm while in use, specifically alarm 20, which did not cause the customer's blood glucose level to exceed 500 mg/dl, implying there was no adverse impact. The customer failed to resume insulin therapy due to recurring cartridge alarms despite attempts to reload, leading to the replacement of the pump by cts. The customer was advised to use multiple daily injections as backup therapy, was instructed on putting the pump into storage mode, and was asked to return the faulty pump within 10 days using a pre-paid label.